Manufacturer narrative:
A comparative catheter was pulled and tested for rbp. They were taken to 3.0 atm which is the rbp for this size of balloon. The balloons did not burst. They were then taken to burst which was 6.0 atm and it was a clean longitudinal burst. The complaint catheter was visually inspected and the balloon burst was confirmed. An inflation device with pressure gauge was not used as is recommended in the instructions for use. It is also unk as to what pressure this device was taken to.

Event description:
Balloon burst.